Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the ventricular lead exhibited loss of capture and decreased sensing. A chest x-ray confirmed the lead dislodged. The lead was successfully repositioned and the patient was well post procedure.